Manufacturer narrative:
Upon receipt at boston scientific crm, the device communicated appropriately with the programmer, passed all manual electrical measurements, and exhibited appropriate pacing and sensing. A longevity calculation based on the available parameters revealed the device exceeded the projected minimum longevity. Detailed testing found this device was not affected by advisory issues, as there was no corruption or interruption of device service. Analysis concluded the device performed normally, operating as designed.

Event description:
Boston scientific crm received information that this pacemaker is suspected of premature depletion. A technical services' longevity calculation based on the provided parameters projected 7 years of total longevity; the device has declared end of life at approximately 5.6 years. This device is part of an advisory regarding the microcrystal timing component, however was not known to have exhibited any symptoms consistent with those described in the advisory. No adverse patient effects were reported. The device was later explanted, replaced, and returned for analysis.